Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and identified marks on the titanium adapter. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage on the locking titanium adapter. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.